Event description:
The initial reporter received a questionable tina-quant igg gen.2 (igg2) assay result for one patient sample tested on a cobas 8000 cobas c 502 module. The initial result was 0.978 g/l. The first repeat result was 5.540 g/l. The second repeat result was 5.673 g/l. The initial result was questioned during validation, prompting the rerun. The questionable result was not reported outside the laboratory.

Manufacturer narrative:
The reagent lot number is 925564 (expiration date: 31-oct-2027). The field service engineer inspected the analyzer and found a hole in the rinse vacuum tube in the rinse head. He repaired this part, replaced the sample probe, and verified the analyzer's performance. The investigation determined that a component malfunction caused the event. The investigation determined that the service actions resolved the issue.